Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to sensor misalignment. A field service engineer realigned the open/close sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the user encountered an error indicating that the drawer has failed due to its inability to remain closed. The customer stated that the malfunction happened during pulling medication and there was no delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.